Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 99 mg/dl at the time of the event. The customer¿s blood glucose was 44 mg/dl and the sensor glucose was 111 mg/dl. The sensor glucose value that triggered the suspend event was 40 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was advised v to monitor and change sensor if issue persists. The sensor will and insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated concomitant products.